Manufacturer narrative:
(B)(4). Retainer ring = clear. P-cap / reservoir locks properly into place. Blank display due to moisture damage on j6 and j7 connectors in pcb 1. After swapping pcb 1 with a test board, unit powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.